Event description:
The customer reported via phone call that the paramedics were called to her work on (B)(6) 2015. She was not hospitalized. Her blood glucose level was low because she was multitasking and did not check her blood glucose level. Customer's blood glucose level was 30 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).